Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reliatack* articulating fixation device with deep purchase tacks (dpt). Additio nally, two partially applied 8dpt single use loading units (sulu), one 8dpt sulu with a full complement of tacks and one 5dpt sulu with a full complement of tacks were also received. Visual inspection of the reliatack device noted that it was returned with the sleeve of the tip disengaged. Visual inspection of the sulus noted that two had disrupted timing. Microscopic inspection of the four sulus noted scratches on the inner tube of each one, indicating that they were improperly loaded onto the device by the user. Due to the sleeve tip disengagement, the sulus could not be loaded onto the device for functional testing. A review of the device history record for the device indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed disengaged tip sleeve condition was determined to be a result of a manufacturing activity. Pressure applied to the distal sleeve after the welding process can deform the lances and cause the sleeve to dislodge. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic eventration procedure, at the beginning, the device did not fire. It was noted that the surgeon able to squeeze the handle. Another device was used to complete the case. There was no patient injury.